Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 months following the implant of this transcatheter bioprosthetic valve, the patient went to a consult for a fever and was diagnosed with infectious endocarditis. Candidemia, with vegetation adhesion to the valve was present. The adverse event was not severe. Improvement was achieved through administration of antibiotics. Subsequently, the patient continued to visit the hospital. Approximately three months after onset of symptoms, the patient had recovered. Per the physician, it was unknown if there was a causal relationship between the endocarditis and the valve, however there was no causal relationship between the endocarditis and the implant procedure. It was noted that there were no factors that would have predisposed the patient to endocarditis, and the patient did not have a medical history of endocarditis. No additional adverse patient effects were reported.